Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported intermittent loss of stimulation. Disconnected electrodes were identified when the patient changed posture. Fluoroscopy identified that both leads were in close proximity, which could attribute to the identified intermittent disconnected electrodes. A revision procedure was completed and one of the implanted leads was removed. Intra-operative impedance check did not reveal any disconnected electrodes. During the initial programming visit three (3) days post revision procedure, disconnected electrodes were identified. No additional intervention has been reported to saluda at the time of this report.